Event description:
Additional information: it was later reported that the drug delivered via the device was believed to be compounded baclofen.

Event description:
It was reported that since the implant healthcare provider (hcp) had had a hard time regulating the patient's symptoms and dose. They determined there was a hole in the catheter at the site of the pump/catheter connection. They aspirated the pump and were expecting 35 ml but obtained 26ml. They then tried filling the pump with more drug and could only get about 8ml in before it locked up again. It was also noted that the aspiration was very slow and difficult. It was later reported that the patient was "brought back to the operating room (or) on 2011-(B)(6), because there was a seroma in the pocket". In the or they the leak in the catheter was noticed as reported above and the catheter and the pump was replaced. Patient had experienced loss of efficacy. Patient sustained no injury during the replacement.

Manufacturer narrative:
Catheter model 8731sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Pump was received with the bellows fully, or near fully expanded, very little fluid, and a large amount of air. Analysis of the pump revealed no anomaly, normal device function.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.